Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six sealed devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the products had acceptable results. The returned products were found to meet quality release specifications after application in the clinical setting and the reported conditions were not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: during the extraction of the thread, the needle detached in the trocar and was not found. A intraoperative radioscopy was needed.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: due to the device issue the operation time had to extended (duration not provided), and it was also necessary to scope the patient to try and find the needle which was never found in the patient. It was also provided that there was no tissue damage, no additional blood loss, no extension of an incision and no injury or consequence to the patient. The current patient status is good. No additional patient details could be provided.